Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that telemetry confirmed a critical alarm occurred on (B)(6) 2011. The alarm was due to a constant pump motor stall; no recovery. The pt experienced return of symptoms with increased spasticity. The pt was hospitalized. The pump stalled for 8 hours and the cause was unk. The drug infused was baclofen (lioresal), 119.6mcg/day conc. 2000mcg/ml. (B)(4) and (B)(4) study were not carried out. The pump was explanted and replaced. The pt recovered without sequelae from the serious injury/illness.